Event description:
It was reported to philips that the device has broken battery pins. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. J2 pin 1 and pin 3 were found to be permanently compressed and bent.